Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device could no longer be serviced by physio-control it was returned unrepaired at the customer's request. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device display was not turning on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.